Event description:
Pt presented with complaint of severe right upper quadrant pain on 3/10/99. She was diagnosed with cholecystitis and underwent a laparosocpic cholecystectomy on 3/11/99. During the procedure the disposable right angle clip applier on the laparoscope malfunctioned, severing the cystic artery and duct. The injury was immediately repaired. The pt was discharged on 3/13/99, but required readmission on 3/14/99 for complaints of diffuse abdominal pain.